Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Valve misfunction. Valve was implanted in (B)(6) 2014 in a (B)(6) boy. Headache, vomiting, malaise conducting to an hospitalization to replace the valve.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The investigation of the returned devices did confirm a programming issue. The valve was visually inspected; biological debris was noted inside the valve. The position of the cam when valve was received was 100 mmh2o. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test. The cam mechanism did not move during the programming process. The valve was flushed, no occlusion was noted. The valve was leak and reflux tested, no leaks noted. The valve was pressure tested and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found covering the hole of the valve mechanism. Review of the history device records for the valve product code ns5034, with lot 324534 conformed to the specifications when released to stock on the 23 april 2013. The root cause of the problem reported by the customer is due to the biological debris covering the hole of the valve mechanism. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.